Event description:
The customer reported that they received questionable results for six patient samples tested for urea/bun (ureal). Of the six patient samples, three were found to have erroneous results. All erroneous results were reported outside of the laboratory. All corrected reports were sent to the doctor. The first patient sample initially resulted as 0.1 mmol/l. The sample was automatically repeated and resulted as 7.0 mmol/l. The sample was repeated again and resulted as 0.1 mmol/l. The sample was also automatically repeated again and resulted as 7.4 mmol/l. A result of 7.0 mmol/l was reported outside of the laboratory. The second patient sample initially resulted as 0.5 mmol/l on (B)(6) 2014. The sample was repeated on (B)(6) 2014 and resulted as 7.6 mmol/l. The third patient sample initially resulted as 0.2 mmol/l on (B)(6) 2014. The sample was repeated on (B)(6) 2014 and resulted as 7.2 mmol/l. It was asked, but no information was provided on whether any patients were adversely affected. No adverse events were alleged. The ureal reagent lot number was 69855401. The reagent expiration date was 02/28/2015. The field service representative checked precision several times. He replaced all probes, checked wash volume delivery, checked pressures, and checked syringe volumes. He measured ambient co2 and this was always lower than 600. He checked the humidity and temperature of the environment close to the sample probes. He replaced the cuvette rotor. He cleaned the cuvette rotor and lubricated it. He performed a rinse unit adjustment and checked the electronic values for the ultrasonic mixer. He performed a probe adjustment for each position. He checked the liquid detection of the sample probe and checked the incubator temperature. He also cleaned and checked the lamp optics.

Manufacturer narrative:
A specific root cause could not be determined. A number of service actions were requested to be performed on the instrument as part of the investigation, but the customer has refused to interrupt their laboratory work in order to perform service activities.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer has confirmed that there has been no issues with ureal on the instrument since the end of (B)(6).